Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter adapter/connector/hub broke off when attempting to remove the stopper. The following information was provided by the initial reporter, translated from german to english: "when trying to remove the white combined stopper, the transparent extension piece comes off the venflon as a result. This has already happened several times and for different lots.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/20/2021. H.6. Investigation: one photo, four representative samples from batch 0022498, and one representative samples from batch 9317644 were received by our quality team for evaluation. The five representative samples returned do not belong to the complaint. From the returned photo, it shows that the needle safety mechanism was fully activated, and the flow control plug and end cap were detached from the product. The representative samples were subjected to visual inspection, end cap disassemble force and fcp disassemble force functional test. All inspections passed the acceptance criteria, and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. As no abnormalities were observed on the representative samples and no actual samples were received, the root cause could not be established.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter adapter/connector/hub broke off when attempting to remove the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "when trying to remove the white combined stopper, the transparent extension piece comes off the venflon as a result. This has already happened several times and for different lots."